Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk and scratched display window.

Event description:
The customer reported that the drive support cap was sticking out. The blood glucose reading was 133mg/dl. Advised the caller to disconnect from the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.